Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed per the receipt condition in galway, the valve was returned loaded inside the delivery system. The valve was removed from the delivery system with an infold and it was forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a clear 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold found in galway cannot be performed. Updated d9. H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, inside a previously implanted non-medtronic surgical aortic valve, the capsule of the delivery catheter system (dcs) could not be placed in the annulus due to interference with the patient's protruding sinus of valsalva, measuring 36 millimeter's. In result, the capsule with the nose cone would consistently end up next to the annulus. The system was withdrawn from the patient. It was decided to use a goose neck snare tool to position the dcs in the annulus. Subsequently, the valve remained outside of the patient for more than 15 minutes, totaling 40 minutes during the procedure so it was decided to remove the valve from the dcs and replaced it with a new system. The dcs was successfully placed in the annulus without advancement difficulty using the snare and the valve was released with good results. The angulation of the surgical valve in the annulus and a large sinus of valsalva (sov) were noted as factors in the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received with a valve loaded within the capsule. The device was received with the handle fully closed. The capsule over captured the proximal end of the nose cone. A bend was evident to the proximal end of the catheter shaft. Delamination was observed over the nitinol reinforcing frame of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with an infold noted. No other deformation evident to the remainder of the device. The reported event of positioning difficulties could not be confirmed through analysis. The reported event of advancing difficulties could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.